Event description:
Boston scientific crm received info that this atrial lead dislodged post implant and could not be reattached to the atrial heart wall. The lead was removed and replaced with a new atrial lead. No adverse patient effects were reported.